Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a scratched screen and was difficult to read at times. The customer declined to provide their blood glucose levels. The customer also reported the insulin pump rejected new batteries, rejected calibrations, diminished battery life, sensor glucose value errors and rejected new batteries. The customer declined troubleshooting. The insulin pump will not be returned for analysis.